Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: sodium phosphate infusion with repeat air in line alarms, no visible bubbles noted on assessment. Tubing appears chewed" on the section that was in the pump had only been infusing for one hour when the air in line alarms started. Troubleshooting completed IV tubing changed resulting in medication wastage and underdosing of prescribed medication."